Event description:
Information received indicates that towards the very end of bypass, the oxygen saturation suddenly dropped. The health care professional verified the gas connection and increased the oxygen level to a maximum, without seeing any change. The decision was made to discontinue bypass immediately since the patient could withstand it and the aorta was no longer cross clamped.

Manufacturer narrative:
H6: evaluation method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: other - cause of event cannot be determined. H3 analysis: no product has been received for analysis. At this time our investigation is limited to a review of the device history record which shows the product met specifications when released to distribution. Conclusion: without product returned, we are unable to determine the cause of the event.